Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the threading buttons was not responding as well as no delivery alert on insulin pump. Customer also stated that the insulin pump had some scratches and crack from center of insulin pump to screen as well as plastic chipping off when changing reservoir. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device passed self test. Device received with stripped battery cap coin slot. Cracked battery tube threads and cracked reservoir tube lip.